Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller ((B)(6)) and five batteries ((B)(6)) were not returned for evaluation. Two batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis revealed one controller power up event with an associated pump start event logged on (B)(6) 2021 at 09:30:01. The data point logged prior to the loss of power revealed that no power source was connected to power port one and (B)(6) was connected to power port two with 95% rsoc (relative state of charge). The data point logged after the loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. No anomalies were recorded in the data log file leading up to the loss of power. The maximum time that the controller was without power is 12 minutes and 20 seconds. Of note, review of the event log file revealed that the power down time with the date/time stamp of (B)(6) 1999 at 00:00:10. This is an additional finding not related to the reported event. Further investigation using a representative sample revealed that the invalid date/time stamp event can be replicated when the controller is exposed to voltage spikes or noise caused when connecting a battery to the controller, resulting in a temporary loss of communication between the real time clock circuit and the user interface circuit (uic). The uic is responsible for operation of the controller, including recording data in the controller log files. Therefore, the l oss of communication caused the controller to record an invalid date and/or time in the event log file. Based on the available information, the most likely root cause of the observed invalid data/time stamp event can be attributed to a voltage spike or noise caused when connecting a battery to the controller. Review of the data log file revealed several instances involving (B)(6), where the batteries¿ relative state of charge (rsoc) values were between 101-201, which is indicative of communication errors. As a result, the reported loss of power and communication error events were confirmed. The batteries were lubricated prior to release. A possible root cause of the reported loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d4: (B)(6), d9: yes, return date: 20-jan-2022, h3: yes, dev rtn to MFR? Yes, h6: FDA method code(s): b01, b15, h6: FDA results code(s): c04, h6: FDA conclusion code(s): d02, d4: (B)(6), h6: FDA method code(s): b15, b17, h6: FDA results code(s): c04, h6: FDA conclusion code(s): d02, d4: (B)(6), h6: FDA method code(s): b15, b17, h6: FDA results code(s): c04, h6: FDA conclusion code(s): d02, d4: (B)(6), h6: FDA method code(s): b15, b17, h6: FDA results code(s): c04, h6: FDA conclusion code(s): d02, d4: (B)(6), h6: FDA method code(s): b15, b17, h6: FDA results code(s): c04, h6: FDA conclusion code(s): d02, d4: (B)(6), h6: FDA method code(s): b15, b17, h6: FDA results code(s): c04, h6: FDA conclusion code(s): d02, d4: (B)(6), d9: yes, return date: 20-jan-2022, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): b15, b17, h6: FDA results code(s): c19, h6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for an update to: -b5.desc evt problem -h10 additional products <(>&<)> coding additional products: brand name: heartware ventricular assist system ¿ d4: model #: 1650 / catalog #: 1650 / expiration date: 30-june-2022 / serial#: (B)(6) UDI#: (B)(4) d9: no h4: mfg date: 28-june-2021 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a seventh battery also exhibited communication error. The battery was exchanged.

Event description:
It was reported that the controller exhibited double power disconnect and an unexpected loss of power. The patient recalls hearing the alarm, and the patient stated that they did not disconnect any power sources. It was also reported that after routine log file review, it was indicated that six batteries exhibited communication errors. The controller was exchanged. Two batteries were exchanged and four remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650/ expiration date: 30-jun-2022 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 24-jun-2021. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650/ expiration date: 30-jun-2022 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 14-jun-2021. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650/ expiration date: 30-jun-2022 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 24-jun-2021. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650/ expiration date: 30-jun-2022 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-jun-2021. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650/ expiration date: 31-jul-2021 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 25-jul-2020. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model #: 1650 / catalog #: 1650/ expiration date: 30-jun-2022 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 25-jun-2021. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.